Event description:
The pt reported that the infusion device does not deliver insulin and her blood glucose is elevated as a result. She changed all of the accessories but was unable to resolve elevated blood glucose. She switched to another infusion device adn has no further issues. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.